Manufacturer narrative:
(B)(4).

Event description:
The customer complained of an erroneous inr obtained on a coaguchek xs meter with serial number (B)(4) when compared to a laboratory result. At 12 pm the result from the coagu-chek meter was >8.0 inr. Within one hour a laboratory test using the dade innovin reagent was 6.0 inr. The physician believed the laboratory result. Based on the laboratory result the physician told the patient to stop warfarin for three days, then resume. The patient is currently feeling "okay". The patient's therapeutic range is 2.5-3.5 inr. The customer does not know if the patient is anemic. The patient does not have anti-phospholipid antibodies. The patient is not on heparin or direct thrombin inhibitors. The patient normally takes 7.5 mg of warfarin per day, monday - friday. The meter memory contains other examples of questionable results. Relevant retention test strips (lot 139816-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer returned the meter and test strips for evaluation. The returned meter and strips were tested in comparison to a retention meter and master lot of strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.4 inr and 2.8 inr donor hct: 40% and 38%. Testing results: donor #1: master lot with retention meter: 2.5 inr. Customer strip and meter: 2.6 inr. Donor #2: master lot with retention meter: 2.8 inr. Customer strip and meter: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. A possible reason for the elevated inr may be related to sample collection, such as squeezing of the fingertip. This may result in intracellular fluid diluting the blood sample, therefore causing an elevated inr. A result of >8 inr is out of range of the device. The customer should contact their doctor for further direction and alternate testing.